Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced sizing issues as the cylinders were too small for the patient. The device did not fill the glans completely, which caused a slight bend in the penis. The patient underwent a surgical intervention, wherein the ipp cylinders were removed and replaced with bigger sized cylinders that provided a better fit for the patient. There were no patient complications reported.